Event description:
Related manufacturer report number: 3006705815-2021-01379. During ipg replacement procedure (related manufacturer report number: 1627487-2020-33153). It was found that the patient¿s leads has migrated. As result, the leads were explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.